Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 349 mg/dl. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to be related to the cartridge or infusion set tubing. Cts suggested to the customer to change the supplies on the pump and to use a new vial of insulin.